Event description:
It was reported a physician performed a novasure endometrial ablation on (B)(6) 2013. Ten days later, "the pt visited the physician complaining of pain. The physician sent the pt to the emergency room (ER). The pt was admitted and spent two days in the hospital". Currently, the pt is "recovering well and no complaints".

Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. Serial number of the radio frequency controller not provided by the complainant. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the lot number was not provided by the complainant. (B)(4).